Manufacturer narrative:
Despite multiple attempts, no additional details about this event were provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's right atrial (ra) lead is dislodged and is oversensing extra ventricular activity. At this time no changes have been made and the system remains in service. No adverse patient effects were reported.